Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (10 mg/ml at an unknown dose) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and chronic low back pain. The patient reported that the pump was not working well. She stated that the pump should take away all her pain, but she still had lots of pain in her back; she stated that the pump had never taken away all her pain. The symptom was reported as sudden. She then stated that maybe the pump was working, but she needed to see another healthcare professional (hcp) for pain. The patient reported that the nurse at her old hcp¿s office was supposed to give her 168 pills for her oral medication, but only gave her 100 pills so she was running out of medication. She stated that the nurse made a mistake but now that she was going to a new pain hcp, the hcp was on vacation and she couldn¿t get her pills. She stated that the new hcp does not manage the pump. Follow-up has been conducted for the intrathecal hydromorphone daily dose, the reason why the patient was still having back pain, whether there were any device issues and what troubleshooting steps were taken, diagnostics performed in relation to the back pain, and intervention performed in relation to the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient had not gotten good pain relief. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician reported the residuals normal, no alarms noted and dosages/medications changed. The actions and interventions taken to resolve the issue was the pump and catheter were explanted. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.